Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not appearing in pyxis system. A technical support specialist (tss) informed the customer that the patient had already been discharged and that they would need to cancel the discharge using an a13 message from meditech. Also noted the patient was discharged, and the customer requested that the readmit timeframe be updated to match the discharge time. Tss temporarily adjusted the setting so the customer could readmit the patient, then restored it once the admission was completed. The issue was resolved, and the case will be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient profile was not appearing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.